Event description:
Incident involved use of baxter triple channel infusion pump. In 2009, nurse had difficulty to run the pump. It ran briefly then stopped with "out of service" message displayed on channel a and c. Dates of use: minutes, 2009. Pump was delivering primcor in open heart ICU.